Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged ui: unexpected shutdown - unresponsive issue was verified, but the ui: alert data error-missing data and ui: settings-time issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, the pump indicated a data log corruption, and the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time, and the customer reverted to an alternate method of insulin therapy.